Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "year 2025 in autumn". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin irritation described as itching and "probably allergy" at the insertion site. A healthcare provider, who routinely comes to administer insulin pumps to the customer, provided unspecified spray and foam to apply to the skin, as directed by a doctor. There was no report of death or permanent impairment associated with this event.